Event description:
It was reported that the catheter was placed for routine obstetric use. Difficulty was encountered during removal of the catheter. A small piece of the catheter remained in the epidural space. No decision was made on the removal of the separated portion.